Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 16.3 mmol/l (293 mg/dl). The pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device was received fully deployed. Download data shows high pulse widths and a drive stall before deactivation. The device completed both first and second prime. The rerun did not replicate a drive stall, but timeouts were observed. During investigation the needle mechanism was reset into the undeployed position. Manual rotation of the ratchet gear deployed the needle mechanism as intended. Inspection of the lead screw found brass shavings and gold coating form the tube nut. On the plunger brass shavings were found. As the rerun did not replicate the drives stall, it could not conclusively be determined if the found shavings cause the observed drive stall. The cause of the drive stall during the run could not be determined. As the device was returned deployed it could not be determined if the observed drive stall prevented deployment of the device. The cause of the reported event could not be determined.